Event description:
Customer reports on the rapidcomm patient name field is being populated with the patient ID. The patient ID field also displays the patient ID. Customer reports no patients were impacted by this event as initial results were not reported to a physician. No incorrect patient results were reported as a result of this event.

Manufacturer narrative:
Investigation revealed the patient's had urine testing done prior to blood gas testing. The nurses were incorrectly bar code scanning the ID into the surname field as well as the ID field. Therefore, when the rapidcomm received a blood gas result, it had already seen the ID previously and recognized the name and therefore, ignored the name on the blood gas result. The blood gas analyzer has two separate fields for name. Last name and first name, however, in the status there is only one field for name. Not last name and surname - just name. For those samples that have been incorrectly identified, the customer can go to the directory entry in the menu under patient at the main menu, enter the patient ID in the medical record number field, find, and edit the patient information. This will change the information for the patient for all samples within rapidcomm. Those blood gas samples that have not been able to be matched at the lis can then be revalidated using a patient ID match and resent.